Event description:
Medtronic received information that during the removal of this delivery catheter system (dcs) following the successful implant of a transcatheter bioprosthetic valve, the dcs nosecone was not withdrawn up to the capsule and re-sheathed, and separated from the rest of the dcs. The separated nosecone remained in the axillary artery, where it was surgically removed. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The dcs will not be returned for analysis as it was discarded by the customer. (B)(4).

Manufacturer narrative:
Additional information was received that this implant was done via a left subclavian approach. When the nose cone separated from the dcs it went past the gore sheath in the subclavian artery, down into the axillary artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the user did not reconnect the nose cone to the capsule during delivery catheter system (dcs) removal. Without the capsule being closed during delivery catheter system (dcs) removal, it leaves the nosecone unsupported with the potential to get caught, which is most likely the cause for the nose cone to become detached. The instructions for use (IFU) cautions the user to close the capsule completely prior to catheter removal. If increased resistance is encountered when removing the catheter through the introducer sheath, do not force passage. Without return of the product, no definitive conclusions could be drawn regarding the clinical observations.